Manufacturer narrative:
The referenced camera head was returned to the service center for evaluation. The evaluation was not able to confirm the reported "picture was going in and out of focus" as the camera head was turned on and ran for more than ten hours; there was no abnormality with the focusing or the image. The camera head passed all functional and leak tests. The camera head's focus ring was noted to have a hairline crack and the rear housing labels were faded or erased. A review of the instrument history of the camera head indicated the camera head was purchased on (B)(6) 2017 with no previous repair records. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during a diagnostic procedure, the 4k camera head's picture was going in and out of focus during procedure. No patient injury was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07226. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is presumed that the focus ring was damaged and the focus was lost. The potential root cause of the damage to the focus ring / noise on the image is believed to be due to user handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instruction for use provides the following warning: - do not strike the camera head. The camera head may be damaged.